Event description:
It was reported that the patient was slow to regain consciousness following the spinal cord stimulation (scs) implant procedure and subsequently experienced stroke-like symptoms followed by a seizure. Magnetic resonance imaging (MRI) was performed to rule out a stroke as the cause.